Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 41 mg/dl; cause was unknown. Customer ate fruit snacks to address bg and received assistance from a family member to obtain orange juice. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.